Manufacturer narrative:
A review of the manufacturing documentation associated with lot (17711863) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during the flushing process everything was normal. Then, after the balloon is removed from the patient's body and it is inflated in vitro. The balloon was leaked and the broken hole cannot be seen. There was no reported patient injury. Therefore, the surgeon used another balloon to complete the operation. The product will be return for analysis.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Section b5: additional information received indicates that the device was stored and handled per the instructions for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The device was prepped per the instructions for use (IFU). The device was prep normally. There were no anomalies noted during the prep of the device. The contrast to saline ratio was 1:1. The same indeflator was used successfully with other devices. There was no difficulty tracking the catheter through the vessel or lesion. There were no kink/bent noted after device was removed from patient. There was no unusual force used at any time during the procedure. The device was removed intact (in one piece) from the patient. There is no procedural film/cd available for review. As reported, after the balloon was removed from the patient's body, and inflated in vitro; the balloon was leaking, and the ¿broken hole¿ could not be seen. Therefore, the surgeon used another balloon to complete the operation. There was no reported patient injury. The device was stored and handled per the instructions for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The device was prepped per the instructions for use (IFU). The device was prep normally. There were no anomalies noted during the prep of the device. During the flushing process everything was normal. The contrast to saline ratio was 1:1. The same indeflator was used successfully with other devices. There was no difficulty tracking the catheter through the vessel or lesion. There were no kink/bent noted after device was removed from patient. There was no unusual force used at any time during the procedure. The device was removed intact (in one piece) from the patient. One non-sterile powerflexpro 8mm6cm 135 balloon catheter was received for analysis coiled inside a plastic bag. Per visual analysis, the balloon was observed to have been previously inflated/ deflated. Also, a pinhole damage could be observed on the balloon. A functional test was performed on the balloon unit as received. Leakage due to a pinhole at distal seal balloon area was observed. Per microscopic analysis, sem analysis was performed to the received balloon unit to identify the possible root cause of the pinhole on the balloon. Results showed that the external surface of the balloon presented evidence of scratches and abrasion marks near the leakage, and it is very likely that the same factors that caused the scratch marks on the balloon¿s outer surface could have also contributed to the leakage found on the received balloon. The internal surface of the balloon and distal marker band did not present any evidence of damages. No other anomalies were found during the analysis. A device history record (DHR) review of lot 17711863 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon leakage¿ was confirmed through analysis of the returned device due to the pinhole found on the balloon. However, the exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review, vessel characteristics (although not provided) and/or procedural/handling factors may have contributed to the balloon leakage reported as evidenced by the scratch marks and abrasions found around the leakage area during sem analysis. According to the instructions for use (IFU), which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. When the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated under vacuum. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system.¿ neither the DHR review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.